Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6 mm vticmo12.6 implantable collamer lens of -13.5/3.5/018 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
B3- date of event corrected from 24-dec-2024 to 24-dec-2023. Claim # (B)(4).